Event description:
Caller reported a cartridge alarm had occurred, specifically cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Caller successfully reloaded the same cartridge and resumed insulin delivery, following guidance from technical support, who advised them to call back if the issue recurs. The caller understood the instructions, and the case was closed.